Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was duplicated and attributed to extreme liquid damage inside the device. The device was considered as unrepairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device delayed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.